Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of call was 141 mg/dl. It was stated that the insulin was exposed to extreme temperatures while left in the car. The customer stated the infusion set was changed twice prior to his admission. Troubleshooting was performed. The customer stated that he did not bolus the day before and his glucose level dropped to 39mg/dl. Reviewed the programming and found that the basals and bolus history did not add up to what the customer's daily totals were. It was stated that the amount of insulin in the reservoir matched the units left in the status screen. The customer also reported receiving several alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusions can be drawn at this time. Further info will follow once the analysis has been completed.